Event description:
It was reported that the patient had to charge the implantable pulse generator (ipg) frequently. The patient underwent an ipg explant procedure. No further information was obtained.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.